Manufacturer narrative:
(B)(4). The insulin pump passed the self test and the displacement test. No unexpected insulin pump error alarm during testing however, insulin pump error alarm was found in the downloaded history files, fault isolated to the electronic assembly. The insulin pump was received with scratched case, pillowing keypad overlay, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was able to clear the alarms and was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.